Manufacturer narrative:
A ge service rep performed an on site investigation. The facility power was examined. No additional information is available. However, no reports of pt or staff injury.

Event description:
The customer reported intermittently the system locked up. No report of pt injury.